Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a warm sensation coming from the device. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.